Event description:
During a procedure, the probe tip of the subject device broke off outside the pt. It was reported that the device was first use and the ptfe pad was not damaged. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 16mm from distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The mfg history was reviewed, with no irregularities noted. As the result of eval, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Consequently, during the examination outside the pt, the probe tip broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.